Manufacturer narrative:
The device was returned for evaluation. The thumb release was not set properly and was not holding. Additionally, the base handle tested low at 48 pounds and needed to be readjusted. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI #: (B)(4).

Event description:
A customer reported that the thumb release of the a3101 mayfield composite series base unit was not working properly. There was no known patient injury or delay in surgery.